Manufacturer narrative:
The device was received in 2008. A f/u summary report of eval will be submitted/mailed post eval completion.

Event description:
As the physician advanced the coil into the aneurysm, the physician had noticed that the coil detached prematurely. In an attempt to snare the coil out of the microcatheter, the coil snapped and only half of the coil was retrieved. The remainder of the coil was left in the pt.